Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple episodes of high ventricular rate due to high amplitude noise were observed on the ventricular sense amp channel via remote transmission. Lead replacement was discussed. No symptoms were reported.